Event description:
It was reported that the ilet user experienced fluctuating blood glucose with spikes and lows and was intentionally announcing meals as smaller than usual because they felt they was receiving too much insulin, then overtreating lows with oral glucose, resulting in a rollercoaster effect. Blood glucose reportedly reached 262 mg/dl and later dropped to 62 mg/dl, consistent with a usage issue related to meal announcements and treatment of hypoglycemia. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified involving improper or incorrect procedure and interaction with the user interface related to meal size announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event. A separate report will be submitted for overtreating hypoglycemia.